Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a critical pump error alarm. The customer¿s blood glucose level was 130 mg/dl. The customer states the pump said low reservoir and to change it and rewinding it and the alarm appeared critical pump error. Troubleshooting was performed for critical pump error. The customer declined to troubleshoot low battery. Advised the pump will need to be replaced. Advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify low battery alerts due to critical pump error (open book image) alarm.